Event description:
It was initially reported that the pt's device was explanted "several months ago" due to an infection. It was later indicated that at some point the pt went to the ER after implantation, but the date was unk. She was referred for explant of the device and cultures were ordered. The pt's cultures were positive for pseudomonas, which was treated with IV antibiotics and was completed in 2008. There was no known cause, like the pt picking at the wound, but just believed to be an inherent risk of the procedure. Review of the mfg device history confirms that the device was sterilized. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and the lead prior to distribution.